Event description:
On (B)(6), 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to say when the alleged inaccuracy issue began. She reported that on an unknown date and time she obtained an alleged inaccurately high blood glucose result of ¿210 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with unspecified insulin which she self-adjusts. She indicated that after obtaining the alleged inaccurate result, she increased her insulin dose based on the result on the meter. She reported that an unspecified time later, she ¿felt bad and was shaking¿ which she associated with hypoglycemia. She reported that she self-treated her symptoms by consuming dextrose and did not begin to feel better until a long time later. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips had been stored correctly and were within expiry date. She did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Felt bad and shaking, after the alleged product issue began.